Manufacturer narrative:
As of 01-jun-2023, a system log review cannot be performed because the system logs are not available. A review of the event details was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso: a patient of unknown age and gender underwent an ion endoluminal biopsy targeting a 5 cm mass in the superior segment of the right lower lobe. 6 biopsies were obtained then additional biopsies were obtained with standard captura forceps. During these forceps biopsies blood was noted in the ett with associated hypoxia. The procedure was aborted and the ion system was undocked, removed and manual bronchoscopy was performed. Blood was cleared bronchoscopically and endobronchial blocker was placed. Supportive measures were initiated including vv ECMO, transfusion of 1 unit of blood. Estimated blood loss was 1,600 cc. The patient was stabilized then admitted to the ICU intubated for continued management. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with a bleeding rate of 2.1% of variable severity. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the bleeding is attributed to biopsies performed of a large central lesion. It is likely that stopping after the needle biopsies obtained initially would have prevented the bleeding associated with the forceps biopsies. Also, it is possible that performing biopsies via linear ebus guidance would have permitted the identification and avoidance of vascular structures with needle biopsies and avoided the bleeding associated with the forceps biopsies. There is no evidence the event was device related. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The biopsied lesion was greater than 5 cm in size and located in the right lower lobe superior segment approximately 3 cm from the pleura. There were six passes with forceps to obtain the biopsies. Per the physician, neither linear ebus nor any other needle was used since this was a diffuse parenchymal disease process. After the lesion was localized, the physician decided to use biopsy captura forceps and retrieved about "3/5 bite" when they noticed that blood had started to build in the endotracheal (et) tube; from there the ion system was undocked. The physician went in with a manual scope to suction out the blood with some difficulty. Per the physician, the bleeding was likely from a pulmonary artery branch and the bleeding did not stop, but the patient never coded and was in a stable state. The amount of pure blood loss was 1600 cc. The procedure was aborted. The amount of blood products transfused was 1 unit. The patient experienced hypoxemia due to the bleeding. Medical interventions provided included use of a balloon blocker, blood transfusion, and initiation of venovenous extracorporeal membrane oxygenation (vv-ECMO). The patient was not on any anticoagulation or antiplatelet therapies. The patient is currently intubated and critically ill. The physician believed the cause of the bleeding was due to the central location of the lesion and that if there was a second camera more proximal, then that might have helped to decrease the risk of bleeding. Per the physician, there were no issues with the ion system. The physician believed that if a regular transbronchial biopsy was done the bleeding would have occurred. If a superd edge catheter was used the bleeding may not have occurred as there is a view of the proximal airway and this helps with early intervention as soon as bleeding starts. Per the physician, once the ion probe is in the airway and the vision probe is removed, there is no view of what is happening in the airway. For this patient, the bleed was noticed very late and by that time it had compromised the airway. If there was a way to pick up the bleeding early, this could have been avoided.